Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo 13.2; -8.50/2.0/176 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was reported as having low vault without rotation. The lens was intraoperatively removed and replaced with a same length different diopter lens. This resolved the problem. Cause of the event was unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim # (B)(4).